Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the t60s was being used on (B)(6) 2021 during a open bicep tenodesis procedure when it was reported "when it was deployed, it did not make an audible pop. After the inserted was removed from the implant, the surgeon lightly pulled on the sutures to make sure it was holding and it came out." The attachment of a pictured showed that the device had a component that was broken off. Upon further assessment it was discovered that "it broke after the anchor was inserted in the bone and sometime before the surgeon tugged on the device after deployment - cannot say when exactly." All fragmentation was retrieved. There was a 2-minute delay and the procedure was completed with a same-like device. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided that confirmed the reported issue. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 4 complaints, regarding 5 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised that preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. Surgeon must choose proper implant size based on specific procedure and patient history. Choose a bone preparation device (reamer, drill, punch, etc.) That corresponds to the tenodesis anchor diameter of choice. Recommended tunnel size of 1.5mm to no more than 2mm larger than bone anchor diameter. Use a standard 6.5mm - 8.0mm cannulated reamer over a guide pin and create a socket of approximately 20mm in depth at desired location. Establish the proper axial direction and make a hole in the prepared bone surface at the desired site. This issue will continue to be monitored through the complaint system to assure patient safety.